Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a patient with diabetes changed the infusion site on (B)(6) 2026 without issue. Later that day, after administering a bolus, the patient noticed moisture on their clothing with an odor consistent with insulin. Upon removal of the infusion site, the cannula was not found at the insertion site, and its location could not be determined. The patient suspected that the cannula may have remained beneath the skin. No visible signs of redness, infection, or discharge were observed. The patient applied a new infusion site and resumed insulin delivery. The event involved a patient; however, no harm was reported.